Event description:
The manufacturer became aware of an allegation that a simplygo mini device broke, and the user was out of oxygen. Allegedly, the device was defective, and the customer had problems with the oxygen. There was no report of patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.